Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. Fa found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The force bipolar instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was found to be broken at the main tube/roll gear interface when the conductor wire was inspected and lightly pulled. An electrical continuity was performed and failed. No thermal damage was observed. The root cause of this failure is attributed to manufacturing. No image or video was available for review. A review of the instrument log for the force bipolar instrument (part number 471405-06/ lot number k10220221 0615) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on (B)(6) 2022 via system (B)(4). The alleged instrument had 1 use remaining after this last usage. This complaint is being reportable malfunction event based on the following conclusion: the force bipolar instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the energy function of the force bipolar instrument was not delivering the energy. The customer replaced the energy line with no change. A backup instrument was used to continue the procedure. The procedure was completed with no report of patient injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.